Event description:
Patient contacted dexcom technical support on 06/25/2015 to report an adverse event that occurred on (B)(6) 2015. Patient stated he slept for approximately 30 hours, fell out of bed and hit his head. Patient's roommate checked his blood glucose via a finger stick which read 160mg/dl. The paramedics took the patient to the hospital and he was administered fluids and antibiotics. Patient's diabetes doctor attributed the event to possible food poisoning, dehydration and aspiration pneumonia. Patient was released from the hospital on (B)(6) 2015. There was no alleged device malfunction. Additional event information was not reported.

Manufacturer narrative:
(B)(4). There was no alleged device malfunction. The device was not returned for evaluation. The customer complaint could not be confirmed. A root cause could not be determined.